Manufacturer narrative:
A ge service representative performed an on site investigation. The images goes black when the c-arm is rotated to the lateral position. A broken wire in the high voltage cable was repaired during the service call. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system went black during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. During the next case, the images went black. The system was rebooted, however, the procedure had to be completed in another room. There was no pt injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The images goes black when the c-arm is rotated to the lateral position. A broken wire in the high voltage cable was repaired during the service call. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system went black during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. During the next case the images went black. The system was rebooted, however the procedure had to be completed in another room. There was no pt injury reported.